Event description:
During pci of the mid lad lesion with a des, a type iii perforation was detected. Prolonged balloon tamponade was performed without sealing the perforation. Subsequently, proceeded with the pk papyrus covered stent with containment of perforation. Patient was transferred to floor. However, while there, patient became hypotensive requiring emergent echocardiogram that showed pericardial tamponade. Taken back to the cath lab, underwent repeat cardiac catheterization with placement of another papyrus covered stent due to residual perforation with success. Patient was discharged home on (B)(6) 2023.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report, discharge summary) was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the occurrence as non-device and non-procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.